Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that both tines of an inserter broke off when the trial was being removed from the disc space. This occurred at the end of the instrument's use in the procedure, so an alternative instrument was not needed to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
The returned inserter was evaluated. Both of the tines at the end of the inserter have fractured. The cause for the failure can possibly be attributed to an off-axis force applied while attempting to disconnect the inserter from the implant. A review of the manufacturing records did not identify any issues which would have contributed to this event.